Event description:
Pt was revised due to loosening caused by osteolysis. Do.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reports relating to loosening against the known product and lot code since its release for distribution during 1993. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.